Event description:
It was reported that the patient experienced phrenic nerve stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, a rise in threshold was observed. X-ray revealed another lead dislodgement. The lead was capped.